Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unk) the device displayed a "pacer disabled" message. The clinicians then obtained a/c power and attempted to deliver a shock, upon pressing the shock button the device shut down. Complainant did not indicate that there was any adverse effects to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing the device displayed "pacer fault 116" and "defib fault 72" messages.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.